Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced symptoms for 2 ¿ 3 days, he was ill and unable to keep food in his stomach (vomited). His tandem pump displayed normal values but his cgm displayed ¿replace sensor¿. As the patient thought the tandem values were correct and he had been vomiting, he did not expect his bg to be elevated. He continued to feel unwell and asked his wife to take him to the emergency department (ed). In the ed, his vitals and bg were taken, his bg was 700 mg/dl but his tandem displayed 109 mg/dl. He was hospitalized and treated with IV fluids and IV insulin. He was released three days later. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.